Event description:
Customer reported damage to the pump housing, specifically at the usb port and pins, which impacted their ability to charge the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged to replace the pump, and the customer was instructed to use multiple daily injections (mdi) as backup therapy to ensure uninterrupted insulin delivery. Additionally, the customer was guided to let the pump battery fully deplete and return the device using a pre-paid label within 10 days, which they understood and acknowledged.